Manufacturer narrative:
Facility's charge nurse declined to provide any further info regarding the incident or the pt's status as per reporter. The machine was inspected by gambro us technical services rep. He verified the power supply voltages, arterial and venous pressures, blood pump occlusion, bicarbonate and final conductivity, leakage current, temperature, pt sensor and pt sensor led, d1/d2 flowmeters, air bubble detector and found all to be within the MFR's specification. A thirty minute simulated treatment was performed. No problems or alarms were found during the simulated treatment.